Manufacturer narrative:
Follow-up #1: date of submission 02/22/2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: a review of the black box indicated that the pump was manually suspended on (B)(6) 2016 at 07:36 and manually resumed the same day at 07:54, and was manually suspended again the same day at 08:13 and manually resumed at 08:16. A review of the pump histories indicated that the bolus totals in the bolus history were consistent with the bolus totals in the total daily dose history. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. A 10unit audio bolus and a 10unit normal bolus were successfully performed and accurately recorded in the pump histories. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The complaint could not be confirmed or duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on an unspecified date the patient experienced elevated blood glucose (bg) of 358mg/dl with extreme thirst, nausea, and trace ketones associated with an inaccurate delivery issue. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and remained on the pump. During troubleshooting, the reporter noted that the bolus totals in the bolus history did not match the bolus totals in the total daily dose history. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with an inaccurate delivery issue.